Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Furthermore, no lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead had dislodged resulting in undersensing and high threshold. This ra lead was explanted and a new ra lead with a different model was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had dislodged resulting in undersensing and high threshold. This ra lead was explanted and a new ra lead with a different model was implanted successfully. No additional adverse patient effects were reported.